Event description:
Customer reported device = 308 mg/dl at around 11:40 pm. Customer called doctor & he advised customer to go to the e.r. (ER). Doctor also advised blood glucose is higher due to their current medication. At ER at 12:30 am, device = 270 mg/dl. At 3:30 am, ER device =197 mg/dl. No treatment was received. Level one control was in range, however level 2 values were not provided. A request was made for return product and replacement product was sent.